Event description:
On (B)(4) 2016, information was received from a consumer via a company representative regarding a (B)(6)-year-old, female patient who was receiving morphine 25mg/ml at 3.994 mg/day via an implantable pump for non-malignant pain and failed back syndrome. The patient reported hearing her pump alarm and she was having problems with her pump "shutting off." On (B)(6) 2016, the pump logs showed a low battery and reset occurred. On (B)(6) 2016, someone updated the pump. On the weekend of (B)(6) 2016, the patient was in the emergency room (ER) due to symptoms returning. The company representative planned to follow-up with the healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.